Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for potassium (k) on a cobas 6000 c (501) module. Of the data provided, discrepant results were also identified for ureal urea/bun (bun) and crej2 creatinine jaffé gen.2 (crej2). The initial k result was 6.94 mmol/l with a data flag. The repeat was 6.69 mmol/l with a data flag. The initial bun result was 47.2 mg/dl. The initial crej2 result was 5.5 mg/dl with a data flag. The repeat was 5.4 mg/dl with a data flag. The initial results were reported outside of the laboratory. The patient was not treated. The patient was sent to the emergency room (ER) at the customer's sister site based on the critical k results. A new sample was obtained at the sister site and the k result was 4.6 mmol/l. No adverse event occurred. The customer repeated the original sample twice with: k results of 4.11 mmol/l and 4.75 mmol/l bun results of 16.2 mg/dl and 25.2 mg/dl crej2 results of 0.7 mg/dl and 2.2 mg/dl with a data flag the k electrode lot number and expiration date were not provided. The bun reagent lot number was 601997 with an expiration date of sep-2022. The crej2 reagent lot number was 591167. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) did not find a cause for the event. The fse verified adjustments and the condition of the ise assembly. Precision results were acceptable. Calibration and qc were completed. The instrument operated within specification. Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. There was no indication of a reagent or instrument performance issue. The customer used a centrifugation time of 8 minutes. Based on the type of sample tubes the customer uses, this centrifugation time may be too short. The investigation did not identify a product problem. The cause of the event could not be determined.